Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam. Additionally, the service technician also found dust and error code e012 (err_background_wdog_no_card). The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The manufacturer previously reported an allegation related to the remstar auto a-flex device, the "reporter country", which was incorrectly updated in previous report. In this correction report "reporter country" has been updated/corrected.